Manufacturer narrative:
The reagent lot number is 807289. The expiration date was not provided. The module's alarm history showed several abnormal aspiration alarms on the date of event. The field service engineer inspected the module and found a leakage in one of the tubes of the rinse station and an incorrect suspension of the probes. He then replaced the tubes and verified the suspension was correct. He also checked the status of the other rinse stations and replaced the gear pump head. He performed a system check with acceptable results. The specific cause of the event could not be determined. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from two patient samples tested on the cobas 8000 c702 module. Sample 1 the initial result was 0.30 mmol/l. The repeat result was 2.22 mmol/l. Sample 2 the initial result was 0.49 mmol/l. The repeat result was 2.37 mmol/l. The questionable initial results were directly observed and not reported outside the laboratory.